Manufacturer narrative:
G4: correct aware date is (B)(6) 2019.

Manufacturer narrative:
Device analysis: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and no damage nor workmanship defect were detected. During analysis, leak testing was performed using hydrostat vessel to look for unusual functions and no discrepancies were detected; test was successfully passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received that a smiths medical product the cadd® high-volume administration sets, had leakage during infusion of unknown medication. The leakage occurred at the branch site that is marked with a black pen. No adverse patient injuries reported.